Event description:
It was reported that during a total knee procedure, the handpiece continued to run when the trigger was not pressed. The procedure was completed successfully with another device and the pt was not adversely affected.

Manufacturer narrative:
The handpiece was rec'd by the MFR for investigation. The investigation is ongoing. The handpiece was rec'd by the MFR for investigation. When the investigation is complete, a follow up report will be filed.